Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that during the use of the equipment, the screen shows a dark strip where no image is observed, which does not allow to adequately demonstrate the potential site to be punctured.